Manufacturer narrative:
Analysis of programming history and review of device manufacturing records. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure suspected, but did not cause or contribute to a death or serious injury.

Event description:
A review of the patient's programming history found that high impedance was observed on system diagnostics from (B)(6) 2008 through (B)(6) 2010, which is the last recorded diagnostic information available. The device was explanted on (B)(6) 2013 for unknown reason. Review of the manufacturing records for the lead confirmed the lead met all final testing specifications prior to distribution. Attempts have been made for additional information; however, they have been unsuccessful. No additional information has been provided.